Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was hypoglycemia. The caller stated that the customer had hypertension and kidney failure that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been possibly disconnected within 48 hours prior to passing. The customer was not using sensors at the time of passing. The customer was off the pump as their doctor decided to discontinue pump use. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
(B)(4).